Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-10361. Related manufacturer reference number: 2017865-2020-10365. It was reported that the patient presented in clinic upon developing an infection. The patient's pacemaker and right ventricular lead were extracted on (B)(6) 2020. The patient's pulse generator was replaced.